Event description:
It was reported that a malfunction occurred on the pump. The customer's blood glucose level exceeded 500 mg/dl, with the specific value unknown but indicated as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. Technical support provided guidance on resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue reoccurred, which the customer acknowledged and understood.